Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. Approximately 5 minutes into the procedure, the system displayed a "fluid loss" error message. When the physician checked the cervical seal, the scope came out of the vagina. The console unit was then put into "cool down" and turned off. The physician restarted the console unit and completed the cool down; however, the physician noticed first degree burns on the cervix and vagina. The burns were treated with silvadene cream and the patient was reported as "doing well" following the procedure. The procedure was cancelled due to this event. Additionally, following the procedure, the physician noted that the tenacululm stabilizer was separated from the sheath.

Manufacturer narrative:
A visual analysis of the returned device revealed that the tenaculum stabilizer was separated from the probe. The sheath was detached. However, the entire procedure set was not returned; therefore, a failure analysis could not be completed. The device history record review confirms that this device met all material, assembly, and performance specifications.